Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to a (B)(6) patient. It was reported the patient lost stimulation. An impedance check was performed and revealed high impedance. In turn, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Corrected data: evaluation codes: further review revealed device code field was inadvertently omitted from the previous follow-up report.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned stimulation end segment of the lead found a kink on the outer tubing where all internal wires broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.